Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they were getting a message on their controller that said settings not available when trying to do anything with their settings. Patient said the issue started probably 4 days ago, the last time they charged. Patient was on group a and tried the other groups on the call but got the same message. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned the doctor they had moved, and didn't know if the clinic would still be able to help patient. Agent offered to send physician listings, patient said they would call the clinic first. Additional information was received from the patient. Patient reports several of their leads are not working now after only 3 years, the manufacturer representative (rep) changed the settings to avoid those leads. The device now works again, but they are fairly annoyed with how often it needs to be charged, the charging problems with placement of the charger to the internal battery and how the charger remote never tells them when charging is less than efficient and so they need to be constantly checking it for inefficiency of charging or it can take hours to do a simple charge.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot/serial# (B)(6), product type: lead; product ID 977a260, lot/serial#(B)(6), product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 04-dec-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 04-dec-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.